Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanting a mas pedicle screw due to lumbar back/leg pain. Intra- op, the tip of the driver broke off in the head of the screw while implanting the screw and was not able to be retrieved from the screw. The locking mechanism broke apart as the tip sheared off. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.